Event description:
It was reported that had recently had a heart attack. The patient¿s pump ran dry while he was in the hospital for the heart attack. It was noted that it was possible that the patient was defibrillated due to the heart attack; however, this was not confirmed. The patient experienced withdrawal while in the hospital. A dye study was performed and the pump was refilled and ¿it apparently worked for some time after that¿. The device system delivered sufentanil. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 8711, lot# j11044r55, implanted: (B)(6) 2002, product type: catheter. (B)(4).